Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Possible under delivery anomaly not confirmed. No delivery alarm/occlusion - unknown timing not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 444 mg/dl. Customer¿s current blood glucose level was 292 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had no delivery alarm. Customer had symptoms such as dehydration. Customer was not alleging for under delivering. Customer declined to check for air bubble and leak. Customer also stated that they used auto mode . Customer stated that the insulin pump had stuck button error alarm. The insulin pump will be returned for analysis.